Manufacturer narrative:
Additional information in b5. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4037557. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Additional information: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024. Total number of occurrences? 3.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter hub is fractured. The following information was provided by the initial reporter: fractured catheter hubs. 22-gauge 1-inch catheters.